Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not occur again after the reset. The customer was informed they could continue to use the pump and was instructed to call back if the issue recurred, which the caller understood.